Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 43 or pump error 130 alarms noted during testing. However, pump error 43 confirmed in the pump history/trace files on 01-jul-2023 occurred four times from 21:37:47 until 21:42:57 and pump error 130 confirmed in the pump history/trace files on 01-jul-2023 at 21:33:43. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. ¿pump was cut open to perform visual inspection and found¿corrosion damage¿on the motor home switch. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: corroded home switch, cracked keypad overlay, pillowing keypad overlay and cracked case-corner of belt clip rails. In conclusion, customer alleged pump error 43 and pump error 130 alarms confirmed in the pump history files on 01-jul-2023 due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a (pump error 130) this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement and an error in the motor detected by reading an unexpected value from hall sensor (pump error 43). Troubleshooting was performed and was unable clear the alarm and unable rewind pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.